Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed and further defects were detected. In total the following defects were detected: blade worn. Blade damaged. Adhesive joints on camera head worn. Housing worn. Housing coating detached. Cover worn. Cover coating detached. Software update necessary. The device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection, it is therefore concluded that the most likely cause of the error described is improper use or incorrect reprocessing. Due to the described faults and wear on the adhesive joint on the camera head, liquid may penetrate the interior during reprocessing, damaging the electronic components and potentially leading to imaging failure. The instructions for use state that the product must be checked for functionality and damage before and after each use. In addition, a functional test (sufficient image quality) is described in which the defect on the device would have been noticed. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the c-mac video laryngoscope blacked out mid intubation. The procedure was successfully completed, the start was delayed for less than 15 minutes. No negative impact in state of health reported.